Event description:
It was reported that the customer was hospitalized with dka. Customer had just started pump therapy and blood sugars haven't been in normal range. Troubleshooting indicated that the device was functioning properly. Explain the rule changing the infusi0n set after two consecutive high blood sugar readings.